Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 8358953. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system cap was discolored. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, when preparing the treatment tray, the nurse found that the heparin cap attached to the indwelling needle was chapped, discolored, and the needle was rusted, so she stopped using it and reported adverse events.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system cap was discolored. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, when preparing the treatment tray, the nurse found that the heparin cap attached to the indweling needle was chapped, discolored, and the needle was rusted, so she stopped using it and reported adverse events.